Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site when he lies on his back. The patient also stated he has not used or charged his scs system in approximately a year. The patient further stated he receives good pain relief from medications and patches. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where his ipg was explanted.